Event description:
The device was explanted because it was progressively eroding through the blister on the skin. All cultures were negative; there was no infection. During the explant surgery, the physician noticed that the lead was wrapped around the generator and the plastic coating on a part of the lead was eroded through to the wire.